Manufacturer narrative:
Batch review performed on 4 may 2026 reverse shoulder system 04.01.0301 grs baseplate - d 24.5x20 +3mm (k213459) lot 2308511: (B)(4) items manufactured and released on 09-apr-2024. Expiration date: 24-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot 2408189: (B)(4) items manufactured and released on 22-may-2024. Expiration date: 02-may-2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot 2407398: (B)(4) items manufactured and released on 17-may-2024. Expiration date: 28-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0269 sensitin glenosphere 36xd 24.5 (k203755) lot 2343896: (B)(4) items manufactured and released on 19-jun-2024. Expiration date: 05-jun-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0184 short humeral diaphysis - cementless - 11 (k180089) lot 2402686: (B)(4) items manufactured and released on 24-apr-2024. Expiration date: 26-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2349509: (B)(4) items manufactured and released on 22-may-2024. Expiration date: 01-may-2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm (k170452) lot 2401270: (B)(4) items manufactured and released on 19-apr-2024. Expiration date: 08-apr-2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Patient underwent reverse shoulder replacement in (B)(6) 2024 and required 5-day hospitalization. Following discharge and physiotherapy, the patient reported persistent and worsening pain. Despite multiple follow-up visits, no issues were initially identified by the treating physician. About 1 year later, MRI revealed presence of metal debris and deterioration of the prosthetic joint. Subsequent blood tests confirmed cobalt poisoning. Revision surgery to remove the implant was proposed but left to patient decision. No ongoing monitoring has been established, and the patient is seeking a second opinion.